Event description:
Customer received a result of 198mg/dl in the morning. Customer did not eat or take their medication. The customer was concerned so they went to see the doctor. The dr received a result of 306mg/dl and gave the customer a couple of "pills." No controls were in use. A request was made for the return of the suspect device and replacement product was sent.